Manufacturer narrative:
The lot number (615310) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to first of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-6374 for a description of the other event. It was reported to boston scientific corporation in 2008 that a prolieve thermodilatation kit was used during a prolieve procedure on a male patient (age and weight of patient are unknown) the day before. According to the complainant, "during setup, while testing the anchoring balloon, the anchoring balloon leaked. A second kit was opened and tested. This anchoring balloon had 3 pin hole leaks. " the procedure was completed with another of the same prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".